Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Journal article: dicesare, j.a.t., tucker, a. M., say, I., patel, k., lanman, t. H., coufal, f. J., millard, j., deckey, j. E., shetgeri, s., & mcbride, d. Q. (2020). Mechanical failure of the mobi-c implant for artificial cervical disc replacement: report of 4 cases. J nerosurg spine, 33, 727-733. Https://thejns.org/doi/abs/10.3171/2020.5.spine19442.

Event description:
It was reported that a patient who had underwent cervical disc replacement with a mobi-c to treat cervical radiculopathy subsequently developed symptomatic segmental kyphosis, requiring a revision surgery one week later. The initial presentation was for arm and neck pain; an MRI showed c5-6 herniated disc. The initial surgery to correct this was for c5-6 and resulted in a 34 degree shell angle and post-operative symptoms of neck pain without radiculopathy. The revision surgery, a mobi-c disc replacement, was successfully performed with resolution of all symptoms.

Event description:
It was reported that a patient who had underwent cervical disc replacement with a mobi-c to treat cervical radiculopathy subsequently developed symptomatic segmental kyphosis, requiring a revision surgery one week later. The initial presentation was for arm and neck pain; an MRI showed c5-6 herniated disc. The initial surgery to correct this was for c5-6 and resulted in a 34 degree shell angle and post-operative symptoms of neck pain without radiculopathy. The revision surgery, a mobi-c disc replacement, was successfully performed with resolution of all symptoms.

Manufacturer narrative:
H6 additional method code: 4109. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the product was not returned and no photos were provided, so an evaluation is unable to be performed. Pre-operative, intra-operative and post-operative image were available in the associated journal article. Sme review of the available information and images revealed that it is possible that parallel distraction was not achieved during insertion. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to patient or surgery specific factors including non-parallel distraction during implant insertion. DHR review: the lot number was not provided, so the DHR was unable to be reviewed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.